Manufacturer narrative:
The cycler was returned for evaluation. Exterior visual inspection showed no signs of physical damage. During the simulated treatment, there were multiple air detected in cassette warnings that occurred. The treatment could not be continued and was cancelled. An internal inspection of the cycler showed that the pneumatic line leading from hp3 filter to rest of the pneumatics was kinked. There were no fluid leaks in the test cassette during the treatment test. The load cell verification was within tolerance. After straightening the kinked hp3 tubing, a subsequent simulated treatment attempt was also hampered by air detected in cassette warnings. Due to this the test was cancelled. Further inspection of the pneumatics within the cycler unit showed fluid in the hp2 filter. The hp2 and hp3 filters and their adjacent pneumatic tubes were replaced. The third simulated treatment was completed without failures or problems occurring. The cycler weighed fill volume values were within tolerance the system air leak test passed. The mushroom head check passed. A review of the as-received data sheets revealed that on the most recent stored treatment dated (B)(6) 2017 that the cycler recorded a drain 1 value of 21,476 (ml) with a uf value of 19,473. Further the recorded treatment data shows that the treatment was terminated at drain 1. Due to a power loss of the cycler (as witnessed in the treatment data) under specific conditions, it caused a bit in the software to flag which resulted in the corrupted treatment data. This has no bearing on the functionality of the machine, the power lose that occurred only caused an alteration of the treatment data. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. The device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The cycler has been returned and the initial data analysis confirms the cycler recorded the reported volume. However additional evaluation is ongoing. A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported an abnormally large drain volume during drain 1. He was still draining and felt tightness indicating that he was not yet completely empty. While troubleshooting that patient reported his treatment data including a drain volume of 21,348 ml and a fill volume of 2002 ml. The patient was advised to discontinue using the cycler and to drain manually. The reported large drain of 21,348ml was 1066% over the expected drain volume which resulted in a reportable device malfunction. It is unlikely the patient actually drained this volume, however the actual drain volume is unknown. During follow up the patient's nurse reported that the patient had noted the large drain volume but did not need medical intervention or report symptoms of an overfill event. He continued treatment with a new cycler.